Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and gpos were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the corruption error caused the system to lock up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.